Event description:
It was reported from (B)(6) that the motor device overheated. The event was not reported to have occurre during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken which was causing the heat. Therefore, the reported condition was confirmed. It was determined that the cause of the powerbroken was failure to follow the directions for use and running/operating the device in safe or load position which could cause heat. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.